Event description:
An allergic reaction was reported. Per reporter, pt had pump explanted due to fluid in the pocket and an allergy was suspected. An allergy test to consider re-implant was stated. It was later stated that the pump was explanted months ago. A sample pump and catheter had been provided to an allergy group to do their testing and then consider proceeding with re-implanting the pt. More info about the device could not be obtained.

Manufacturer narrative:
(B)(4).